Event description:
Drive medical has received a complaint from the claimant's atty on an incident involving a mechanical walker imported and distributed by drive medical. The claimant atty stated that the claimant was left unattended even though claimant was placed on all risk precautions and needed constant supervision. It is unclear as to whether the claimant was being pushed or sitting on the walker. The claimant allegedly fell and received multiple fractures. Claimant went to hosp. This MDR is based on the info provided by the claimant's atty.